Manufacturer narrative:
P-cap locked in place properly during testing. Device received with corroded battery tube and cracked case(battery tube). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was above 600 mg/dl. Customer was treated with manual injection. Troubleshooting was declined for high blood glucose. Customer stated that the o-ring was not free of debris and insulin pump was exposed to moisture. It was unknown whether customer using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device received with corroded battery tube and cracked case.